Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that his wife was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 with blood glucose level of 477 mg/dl. Yesterday. Customer's husband called emergency medical service and they gave her wife a intravenous fluid for hydration and anti nausea. At the hospital they gave her insulin drip. During there stay at the hospital they shut off the insulin pump. Customer's blood glucose at the time of incident was over 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they treated their high blood glucose with bolus from the insulin pump. Customer reported they had contacted their healthcare professional regarding the high blood glucose. Customer was experiencing weakness, vomiting, disoriented and slurring speech. Based on customer report customer did not allege insulin pump was under delivering. Customer declined to troubleshooting for hyperglycemia. The insulin pump will be returned for analysis.